Event description:
Information received from the field notes that the patient presented to the doctor's office after a transtelephonic monitor check revealed a magnet rate of 50 ppm. Although the base rate was last programmed to 70 ppm, interrogation showed the programmed base rate at 50 ppm. The physician programmed the device to 70 ppm with normal function. The patient was not pacemaker dependent, but the physician indicated that the device will be replaced.